Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the events as reported, no conclusion can be made at this time regarding the cause of the patient¿s post operative pain. The patient was prescribed pain medication to treat nerve pain. The mesh remains implanted. Should additional information be obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via maude event report (mw5067986): "on the (B)(6) 2016 I had an inguinal hernia repaired with mesh. I am still having chronic pain in my testicle and pain during intercourse. The following was reported via follow up with the patient contact: on (B)(6) 2016 the patient underwent the repair of a left inguinal hernia and was implanted with a bard 3dmax mesh. In (B)(6) 2016 the patient began to experience pain in the area of the mesh repair. In (B)(6) 2016 the patient saw his primary physician who advised him that he may still be healing from the surgery, no action was taken. In (B)(6) 2016 the patient woke up one morning and "keeled over in pain" and felt like he "had been kicked in the testicle." The patient went to see a urologist and was prescribed gabapentin. As reported the pain in his testicle has subsided however, he continues to feel a dull ache in the area of the mesh repair and is not sure "how related that is" to the mesh used to treat his hernia